Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 517 mg/dl at the time of incident. The current blood glucose level is 532 mg/dl. The customer experienced symptoms like nausea and vomiting. The insulin pump will not be returned for analysis.